Event description:
A malfunction code was reported, specifically malfunction 9, but there were no notable events before this occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.